Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy the stent and stent fracture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the external iliac artery. The omnilink elite 35 7.0 mm x 39 mm x 135 cm peripheral stent system stent was thought to have been deployed but it was noticed that the stent did not open. A balloon was used to open the stent but this caused the stent to fracture. Another 6.0 x 9 mm omnilink elite balloon expandable stent was deployed inside the first stent to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.